Event description:
Device history record was reviewed and nothing was found related to the reported event. Checked by local fresenius kabi service. The device could not be powered on and internal check found a damaged cpu board due to improper handling. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "pumps not functioning" defective air sensor upon part evaluation by brezins; customer misuse to other parts of pump a contributing factor as well reporting due to the referenced issues. No current known reports of an adverse event. More information is needed to complete the investigation.